Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera keeps loosing visibility. The camera shows red x's when in the instrument page. When the camera is moved visibility is reconnected. Then it goes away again until the camera is moved again. The manufacturer representative(rep) opened the ndi toolbox but it was not connecting to anything. The rep disconnected the I/o to computer universal serial bus (usb) cable and plugged directly into the computer, then the issue resolved. The rep restarted the system and then the keyboard error was showing disconnected. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The computer boots normally to the application screen. All universal serial bus (usb) ports passed the systest usb port testing. No errors were received and all the computer hardware is functional. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera keeps loosing visibility. The camera shows red x's when in the instrument page. When the camera is moved visibility is reconnected. Then it goes away again until the camera is moved again. The manufacturer representative(rep) opened the ndi toolbox but it was not connecting to anything. The rep disconnected the I/o to computer universal serial bus (usb) cable and plugged directly into the computer, then the issue resolved. The rep restarted the system and then the keyboard error was showing disconnected. No patient was present at the time of the event.